Event description:
As reported, after visiting surgeon that originally implanted total hip replacement in (B)(6) 2006, pt was programmed with revision surgery due to stem fracture.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.